Manufacturer narrative:
Discrepant negative grading in major crossmatch testing for one patient sample. The root-cause could not be determined. No general product failure was identified. No biased result was reported to the physician. No patient was harmed. A false negative result can occur if the camera misread classifies a reaction as a negative and the user visually reads the reaction as a positive. A false negative crossmatch result could lead to transfusion of incompatible blood. The likelihood of a serious injury, while not frequent, is not remote. (B)(4).

Event description:
A customer complained after obtaining what was described as a discordant negative grading of a reaction for major crossmatch testing in iat for a patient using ortho biovue system in conjunction with their ortho vision biovue analyser. Complainant/ complaint reporter: (B)(6) - blood transfusion specialist, event date: (B)(6) 2018. Reported on: (B)(6) 2018 by mr (B)(6) to the ortho care helpdesk. Software version: 5.11.2. Reagents: ortho biovue system anti-igg cassette lot igc716a, expiry date 21 january 2019; manufactured on 21 may 2018; ortho bliss lot and expiry date not provided. Patient information: patient is grouped a rhd positive with phenotype ccee. Patient is known to have anti-c(rh2), anti-wra(di3) and anti-k(kel1) antibodies (since 2016). Patient received 2 units of blood on (B)(6) 2018 and the donor units were a rhd negative with phenotype ccee, k-neg, wra-neg. On (B)(6) 2018, the patient had positive antibody screen and identification results along with a positive dat (3+ reaction strength with anti-igg) and a probable auto anti-e(rh5) antibody. No further detail was provided. Sample ID: (B)(6) ¿ tested on (B)(6) 2018. Donor information: donor 1 ¿ ID (B)(6) group o rhd positive with phenotype ccee, k-neg, wra-neg; donor 2 ¿ ID (B)(6) group a rhd positive with phenotype ccee, k-neg, wra-neg; donor 3 ¿ ID (B)(6) group a rhd negative with phenotype ccee, k-neg, wra-neg. The complaint reporter said that on (B)(6) 2018, they tested a patient sample (sample ID: (B)(6)) and 3 donors (donor 1: ID (B)(6), donor 2: ID (B)(6) and donor 3: ID (B)(6)) for a 3% major crossmatch test in iat (indirect antiglobulin test) using ortho biovue system anti-igg cassette and ortho bliss in conjunction with their ortho vision biovue analyser (serial number (B)(4)) and that they had obtained negative/compatible reactions for all 3 donors. The complaint reporter said when reviewing the reactions obtained in iat technique they would have graded the reaction with donor 3 as a weak positive reaction. The customer said that no biased result was reported to a physician and that the patient was not harmed.